Event description:
Corgrip ng (nasogastric)/ni (nasointestinal) feeding tube retention system. Magnets on end of stylets faulty; had opposite connection; repelled instead of attracting. Was being used on a patient when discovered malfunctioning. This is the 3rd one of these we have had with this same issue in recent months. Pt: 4580. Device: 2912. Ref: mw5189952, mw5189953. This report captures corgrip sr ng/ni tube retention system #1.